Event description:
This lead was implanted on (B)(6) 2015 and on (B)(6) 2016 the lead was explanted because the lead failed. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).